Event description:
On (B)(6) 2021, during a follow up visit to review CT results for a scan that was completed on (B)(6) 2021, postlateral and posterior bone graft consolidation noted however the screws appear to show halo formation/pedicle screw loosening bilaterally (l4, l5, s1) with proximal junctional stenosis due to facet arthropathic changes in l3-l4.

Manufacturer narrative:
Seaspine was made aware of this event on 16 november 2021. Screws were not made available for examination. Also images were not provided for analysis. At this time the patient is encouraged to continue being active, to continue core abdominal strengthening, and activities as tolerated. Patient to follow up and schedule as needed for additional care. No intervention or injury has occurred before or after. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.